Event description:
It was reported that there was high impedance and oversensing of short v-v intervals and episodes of non-sustained ventricular tachycardia (vt). A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-45, crdm non-defib lead implanted: (B)(6) 2007. A 5076-52 crdm non-defib lead implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.